Event description:
It was reported the customer had a blank display on his insulin pump. The customer's blood glucose was unknown. The mother also stated there was scrapes on the up and down arrows on the customer's insulin pump. The mother also reported the insulin pump may have been exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. No off no power alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.